Event description:
Event: unresolved endoleak. Case details: 14x50 wallstents were placed bilaterally in the graft limbs. An additional stent was placed inside the wallgraft and dilated. A competitor cuff was placed in the right limb. A small endoleak remained at the end of the case. The patient will be followed by the physician.